Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closing of anastomosis on a endoscopic colon surgery procedure, when the surgeon sutured with a barbed thread, the thread fell off from the tail of the needle. There was no patient injury.